Event description:
I noticed a white substance coming from the seam where the toothbrush head screws onto the base. When I opened it up there was more white substance and on the toothbrush base burned or corroded marks on the plastic where the toothbrush head is in contact with the base. The contacts on the toothbrush head were also corroded. I regularly clean my toothbrush base and head and even let it air dry, but it is impossible to keep all water and bacteria from collecting in the base. I believe this led to the corrosion.